Event description:
The reporter stated that the keypad buttons were intermittently activating desired pump functions when pressed. The issue appeared to be occurring after multiple buttons. The patient reportedly cleans the pump with an antibacterial wipe. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Should have read: "(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings:". The product was investigated on (B)(4) 2012.

Manufacturer narrative:
(B)(4): all of the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact issues were found.